Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) assessment at time of index procedure was minor tissue loss. During index procedure, one impact admiral paclitaxel eluting balloon catheter was used to treat the left proximal sfa (l2). Approximately one month post procedure, the patient suffered left leg blockage (occlusion) in the target lesion (l2). This was treated with pta and stenting. Patient recovered. Investigator assessed event is possibly related to device, probably related to procedure and possibly related to paclitaxel. It was reported that dus confirmed occlusion in the proximal part of left proximal sfa (l2).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.